Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, pump flow decreased and started having suction at p2. The patient was bolused with two liters of normal saline and recommended measuring central venous pressure before further fluid bolus was given. Central venous pressure measured at 29 and an echocardiogram revealed a collapsed left ventricle and hypodynamic right ventricle. The patient soon coded, pulseless electrical activity arrest for over 30 minutes with no return of spontaneous circulation. Survival outcome at explant was noted as the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome.